Event description:
We received a report that an intraocular lens was explanted from the patient's left eye after he complained of severe halos and glare. The report indicated the patient had previous retinal surgery and the macula ''was not as healthy as it could be'' which contributed to the halos and glare. There was no incision enlargement and another monofocal lens was implanted during the same procedure. The lens was cut out and discarded in the field.

Manufacturer narrative:
(B)(4) - explant of intraocular lens (iol). All pertinent information available to the manufacturer has been submitted. Placeholder.